Event description:
On (B)(6) 2007, the pt was implanted with an ams perigee graft. It was reported that after, and as a result of the surgical implant the pt, "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues. Recurrent incontinence, dyspareunia and other injuries." It was reported that the pt has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.